Manufacturer narrative:
The impella device was not received from the customer as the device remains implanted, supporting the patient at the time of the MDR writing, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a patient with cardiogenic shock from acute myocardial infarction was implanted with an impella 5.5 device for mechanical circulatory support (mcs) and during support experienced thrombocytopenia and ventricular tachycardia. The patient presented to the emergency department for st-elevation myocardial infarction. Left heart catheterization revealed 100% left anterior descending artery occlusion. The patient was stented, and next day returned to the catheterization lab for an intra-aortic balloon pump secondary to biventricular heart failure. The right ventricle was medically managed, and the impella 5.5 was successfully implanted with transplant workup to follow. Approximately three days into impella mcs, heparin was discontinued with a switched to argatroban due to heparin-induced thrombocytopenia (hit). Hemoglobin noted to drop four points since impella insertion. However, no blood unit was given at the time of the note. Next day, swelling in the right upper extremity was noted, and the following day, an ultrasound revealed deep vein thrombosis. Treatment for this event is unknown. Five days following, the patient hit positive again and argatroban started. The next day, thereafter, the patient had a 45-beats run of ventricular tachycardia. Echocardiogram was completed and revealed the inlet was interacting with the apex. The device was pulled back one centimeter, pump free flowing in the left ventricle. Latest update, patient now approximately 55 days on support, noted the patient is still hit positive and not a candidate for advanced options at this time. The patient ambulates daily and remains on impella mcs.

Manufacturer narrative:
The investigation for the purge cassette leak, ventricular tachycardia (vt), and thrombocytopenia has been completed. The returned product was inspected and there were no physical abnormalities. The pump was primed for about 30 minutes and there was no purge leak detected. The root cause of the purge leak - pump was most likely due to a use-related issue. The cause of the thrombocytopenia and the vt was not determined due to insufficient clinical details. B.1 added product problem due to inivestigation results. D.6b explant date was added. D.9 device returned date was added. H.6 code 1250 was added due to investigation results. B.7 revised as information was inadvertently omitted from the initial manufacturer device report number 1220648-2025-25365. H.6 code 440 was previously entered incorrectly on the initial manufacturer device report number 1220648-2025-25365.